Manufacturer narrative:
Batch review performed on 04 december 2019: lot 162414: (B)(4) items manufactured and released on 19-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar event reported. Additional implant involved in the event, batch review performed on 04 december 2019. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 178994. Lot 178994: (B)(4) items manufactured and released on 30-apr-2018. Expiration date: 2023-04-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 year after primary the patient came in complaining of pain dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon determined that the patient was not stable. The surgeon revised the head and liner and increased the thickness to create more stability for the patient. The surgery was completed successfully.